Event description:
It was reported that a patient had her pump explanted due to an infected pump site. Her physician noted that there was "yellow pus coming from the site." The patient was hospitalized; and recovered without sequela. The medication administered via pump was morphine; the concentration and daily dose were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).